Manufacturer narrative:
Date of event: exact date of event is unknown; april 07, 2015 is the date the literature article was published. Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for unknown cage/spacer - cervios. Part#, lot# and UDI # is not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: helseth, o. Et al.(2015), "outpatient cervical and lumbar spine surgery is feasible and safe: a consecutive single center series of 1449 patients." Neurosurgery, vol 76(6), pages 728-737 (norway). The aim of this study is to study types and rates of complications after outpatient lumbar and cervical spine decompressions. During march 1, 2008 to july 29, 2013, a total of 1,449 patients (1073 lumbar and 367 cervical) were treated with anterior cervical decompression and fusion (acdf) and posterior lumbar decompression using peek cages. (Synthes; cervios, oberdorf, switzerland). The following complications were reported as follows: (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. Additional complications are captured on related complaints (B)(4). This report is for an unknown peek cage. This is report 10 of 10 for (B)(4).